Event description:
Reported alleged blood glucose measured 91 mg/dl back to back with a result of 165 mg/dl when testing was performed within 5 mins of each other. It was stated meter had been dropped a couple of days prior. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.